Event description:
Patient contacted dexcom technical support on (B)(6)2015 to report gaps in blood glucose readings that occurred on (B)(6) 2015. Patient claimed that gaps in blood glucose readings occurred while she was asleep and she did not see which error icon was displayed on the receiver. She further reported that she was leaning on the sensor. Patient stated that when she woke up, the cgm device was giving readings again. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).